Event description:
The customer reported via phone call that the insulin pump was exposed to insulin at the reservoir compartment from a reservoir leak. She had experienced high blood glucose as high as 425 mg/dl. She also reported that the insulin pump alarmed no delivery, which was resolved by a complete set change. She declined to return the supplies for analysis. She noted that her doctor had made changes to her settings. She treated the high blood glucose with 10 units of insulin. She stated that the device would beep and tried to get the beeping to stop when she saw the wet reservoir compartment. She estimated that her blood glucose was 325 mg/dl at the time of the reservoir leak. The device passed the self test. She had high blood glucose since having back surgery in june. She was unable to do the high pressure test due to lack of a tubing clamp. She was advised that a tubing clamp would be sent and to call to complete troubleshooting when she received it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-69801.